Event description:
It was reported that during a procedure involving an onyx trucor coronary drug eluting stent when the stent failed to cross the lesion. The lesion being treated was severely tortuous, moderately calcified chronic total occlusion (cto 100%) in the mid left main (lm) artery. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the device was returned for analysis. The stent was stretched and displaced distally on the balloon and was not positioned on the balloon between the markerbands as per specifications with the distal stent wraps positioned over the distal markerband. The stent was not positioned against the proximal pillow as per specification. Crimp impressions were visible on the exposed balloon surface. The distal tip exhibited mild deformation. No other damage to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.